Event description:
Boston scientific hydrotherm ablator alarm went off on the equipment stating heating error. Equipment rechecked. Start button pushed. Worked about two minutes, then alarm sounded again with the same message. Tech support called. Told to use alcohol swab on thermal cord. Equipment working. Ablation continued. At 1 minute left, alarm sounded again. Doctor said he was finished. Equipment put on cooling cycle. Procedure ended. Equipment taken out of service.